Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that two of the catheters from the same patient fell out within a day or two of insertion with deflated balloons; as per product instruction, 10 ml of normal saline (ns) inflated into the balloon. The customer further stated that the registered nurse (rn) tested another 16 fr catheter, they left it out in the med room to monitor until the morning and identified it had been leaking all evening as evidenced by moisture and wetness at the balloon and decrease in size. There was no harm to the patient involved.